Event description:
A zoll distributor returned a battery pack indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (does not power on monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to an open battery fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the defective battery pack.